Event description:
Related manufacturer report number: 2017865-2022-01596. It was reported that the patient was asymptomatic. It was noted that high capture thresholds and poor sensing was observed on the right atrial (ra) lead. The right ventricular lead was an advisory riata lead. The ra and rv leads were explanted and replaced. The patient was stable.